Event description:
It was reported that the catheter was found fractured out of the package during preparation. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and confirmed the catheter fracture, but the evaluation could not determine the cause of the event. (B)(4).